Manufacturer narrative:
The subject device was manufactured after an elevator mechanism design change in january 2016. The subject device has not been returned to olympus medical systems corp. But was returned to (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the biopsy channel of the subject device repeatedly tested positive for several microorganism. On (B)(6) 2017, the biopsy channel tested positive for following bacteria: bacillus simplex (1 cfu/20ml), enterobacter aerogens (1 cfu/20ml), micrococcus luteus (98 cfu/20ml), staphylococcus capitis (coagulase negative staph, 6 cfu/20ml). On (B)(6) 2017, the biopsy channel tested positive for following bacteria: micrococcus spp. (12 cfu/20ml), gram-negative rods (two species, 9 cfu/20ml), gram positive cocci (2 cfu/20ml), bacillus spp. (2 cfu/20ml). It was reported that the subject device was loaner device of olympus. It was also reported that the subject device was manually cleaned with olympus brushes (model bw-412t maj-1888). The subject device had been reprocessed using non-olympus automated reprocessor (aer: medivator advantage) with peracetic acid before the culturing test. There was no report of infection associated with this report.